Event description:
It was reported that the patient was experiencing ineffective stimulation, due to lack of coverage in their foot. Surgical intervention took place on (B)(6) 2024 where an additional lead was attempted to be placed but was unable to advance due to scar tissue. Surgical intervention may take place at a future date to address the ineffective stimulation issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.